Event description:
Additional information was received from the device manufacturer representative indicated that the catheter issue was related to aspiration while in the operating room.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc; lot#serial#: (B)(6); product type: catheter; product ID: 8596sc; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID 8596sc lot# serial# (B)(6) product type catheter product ID 8596sc product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump was replaced due to reaching elective replacement indicator (ER)I within next few months. It was noted that there was a catheter issue while in the operating room which lead to a portion of the catheter to be replaced. It was noted that the physician was unable to get an entire new catheter in place due to anatomy and previous surgery. He connected to the spinal portion of the catheter and connected to new pump. The explanted device was discarded of.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000 mcg/ml at 499.6 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) was told by the patient's mother that the patient was experiencing withdrawal symptoms since saturday and was not doing well. The company representative (rep) wanted to know if there was a way to calculate how much the pump was actually getting. Technical services reviewed that in order to calculate how much is infusing they would have to physically access the reservoir and compare the expected reservoir volume with the actual volume. The rep was not in the best position to answer additional questions. Troubleshooting was unable to be performed due to no time. Additional information was received from the device manufacturer representative indicated that the patient was admitted to the hospital and the pump and part of the catheter were replaced on (B)(6) 2021.